Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was reported that the failure leading to the suggested phenomenon could not be confirmed, nor did the suggested event occur at installation of the device/returning from repair. Therefore, a further cause of the suggested phenomenon could not be presumed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, there was no image and an error code e315. The event occurred during preparation for use. The diagnostic gastrointestinal examination was completed without any delays with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (no image and error code e315) were not confirmed. Additionally, the bending angle in the down direction did not meet the standard value, the bending section cover had discoloration, and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.